Event description:
A caller reported a malfunction on their pump, indicated by the malfunction code malf 5. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the caller in doing so. Following the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support again if the issue reappeared. The caller acknowledged and understood the instructions provided.